Event description:
It was reported that a device's defibrillation energy delivery was incorrect. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer's bio-medical engineer replaced the ic chip, designator u28, resolving the issue. The device was re-calibrated and placed back into service. The replaced ic chip will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.